Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the device and remote have not worked in years. The patient needed an MRI. There were no patient symptoms or complications reported.